Event description:
I had a medtronic strata 2 shunt valve installed on (B)(6) 2019. I had mine adjusted to the setting of .5 on friday (B)(6) 2019. Between that date and (B)(6) 2019 the valve set itself back to 1.0; I have had a return of symptoms along with other symptoms of being very lethargic. My head pressure has returned as well as vision problems. The ref number on my surgical card is (B)(4) which means it should have been sent back to medtronic per their voluntary recall. FDA safety report ID# (B)(4).